Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the joystick says goodbye and will not shut off and intermittently will not turn on.